Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a biopsy was applied in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease, and the outcome of the biopsy surgery was successful as intended with the desired diagnostic samples retrieved as desired - without any changes to the planned procedure during the surgery. There was no harm or negative effect to the patient due to the biopsy, and there was no prolong of this surgery/anesthesia. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the biopsies performed with the aid of navigation deviating shifted by ca. 10mm from the intended trajectory, is: an insufficient distribution of points acquired by the user for the patient anatomy registration to navigation, not following brainlab requirements. The points were not distributed on the required distinctive surfaces, i.e. Entire profile of the nose, around the eyes, both sides of the head. Also many of the registration points were acquired on indistinct rounded areas on the dome of head, and further at least one point was taken at a non-rigid location (lips), where the image scan in addition showed significant artifacts - all of these areas should be avoided. This caused the cranial navigation software to not find an accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. As an additional factor, potentially further contributing to the deviation to a lesser extent, is the navigation system setup by the user in the operation theater, with the optical navigation camera located significantly farther away from the navigated area and tracked instruments than recommended. Apparently, the resulting deviation of the navigation display was not recognized by the user with the required thorough verification of the registration accuracy, nor with the necessary continued verification of navigation accuracy after draping, and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy, for diagnostic purposes only, of a lesion located right frontal superficial in the brain, with a diffuse size of ca. 3-4cm, has been performed with the aid of the brainlab cranial navigation version 3.1. A pre-operative CT scan was acquired 1 day before the surgery, to reference the navigation display to. MRI scans were fused to this CT and a trajectory was planned. During the procedure the surgeon: positioned the patient in a prone orientation with the head tilted right in a non-brainlab head holder, and attached the patient reference array for navigation to the head holder. Performed the patient registration on the pre-op CT by acquiring landmark registration points with the softouch registration pointer on the patient head's skin, to match the display of the navigation to the current patient anatomy. Verified the accuracy, accepted the registration to proceed, draped the patient and exchanged the reference array to a sterile one. Aligned the navigated varioguide to the planned trajectory, and marked the planned entry point with a pen on the patient's skin for reference. Moved the varioguide away, and on the marked entry point, created the incision and drilled the burr hole of ca. 10mm with a non-brainlab drill and bit. Relocated the navigated varioguide to the planned trajectory, and used a navigated biopsy needle through the aligned varioguide to take 2 biopsy samples following the trajectory displayed. Completed the surgery, and closed the patient. The biopsy samples obtained were successful as intended, containing the diagnostic pathological tissue as desired - the pathology result diagnosed a glioblastoma. A post-op scan though showed that the trajectory and target of the biopsies taken deviated shifted by ca. 10mm from the planned/intended trajectory. According to the surgeon (treating clinician): the surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease, and the outcome of the biopsy surgery was successful as intended with the desired diagnostic samples retrieved as desired - without any changes to the planned procedure during the surgery. There was no harm or negative effect to the patient due to the biopsy, and there was no prolong of this surgery/anesthesia. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.